Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right one looks sooo out of place") and endometrial ablation ("ablation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2010, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lot of cramping / left side seem s to have traveled out"), vaginal discharge ("brown discharge"), headache ("headaches"), rash ("rashes") and feeling abnormal ("pregnancy symptoms"). The patient was treated with surgery (took one out). Essure was removed. At the time of the report, the device dislocation and endometrial ablation outcome was unknown and the abdominal pain lower, vaginal discharge, headache, rash and feeling abnormal had not resolved. The reporter considered abdominal pain lower, device dislocation, endometrial ablation, feeling abnormal, headache, rash and vaginal discharge to be related to essure. The reporter commented: one insert was taken out while performing the ablation - it was not reported if it was intentional or not. Diagnostic results: pregnancy tests: all (B)(6). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right one looks so out of place") and endometrial ablation ("ablation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2010, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lot of cramping / left side seems to have traveled out"), vaginal discharge ("brown discharge"), headache ("headaches"), rash ("rashes") and feeling abnormal ("pregnancy symptoms"). The patient was treated with surgery (took one out). Essure was removed. At the time of the report, the device dislocation and endometrial ablation outcome was unknown and the abdominal pain lower, vaginal discharge, headache, rash and feeling abnormal had not resolved. The reporter considered abdominal pain lower, device dislocation, endometrial ablation, feeling abnormal, headache, rash and vaginal discharge to be related to essure. The reporter commented: one insert was taken out while performing the ablation - it was not reported if it was intentional or not. Diagnostic results: pregnancy tests: all negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.